Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and pacemaker presented to the emergency room after not feeling well. Upon device interrogation, it was noted that there was no rv capture and pacing impedances were greater than 2000 ohms. The patient was then seen for a revision procedure where the lead was capped and the device was explanted. There were no additional adverse patient effects reported.